Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported that the customer's insulin pump is damaged. The battery compartment broke off. Advised insulin pump would be replaced. No additional information was provided.